Manufacturer narrative:
Zoll has not received the solex 7 catheter (lot #171810) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
On (B)(6) 2022, an ivtm therapy was initiated for a neuro patient for fever control. A solex 7 catheter (lot #unknown) was placed into the patient's left internal jugular vein. An arterial catheter was placed in the patient's right radial artery, and an arterial sheath was placed in the right femoral vein. On (B)(6) 2022, the nurse noted that the 500ml saline bag was running low. The nurse did not observe any saline leak from the catheter, and there was no saline on the floor or the bed. The customer suspected saline infusion into the patient, and the decision was made to replace the solex 7 catheter with another solex (lot #171810). The second solex 7 catheter was placed into the patient's right internal jugular vein, and the saline bag was replaced to continue the ivtm therapy. On (B)(6) 2022, during the normothermia maintenance phase, the nurse observed decreasing volume of saline from the 500 ml saline bag. The nurse noted the decreasing saline volume before the thermogard xp ivtm system generated an alarm. The customer suspected catheter leak and approximately a total of 400 to 450 ml of saline infusion into the patient. The customer did not perform a leak check per new IFU before replacing the catheter/saline bag. The ivtm therapy was stopped because the patient no longer required fever management. The customer has disposed of the solex catheter (lot #unknown). No consequences or impacts on the patient. Please see the following related MFR report: MFR 3010617000-2022-00561 for the solex 7 catheter (lot #unknown).

Manufacturer narrative:
Correction in b5 (describe event or problem) and d4 (suspect medical device, lot #) - lot # of the second solex 7 catheter was corrected. The customer reported a complaint of "a potential solex 7 catheter (lot #169099) leak," was confirmed during the functional testing. During the functional pressure leak test, a pinhole leak was observed in the middle of the serpentine balloon. The probable root cause of the pinhole leak was a latent material defect. Visual inspection of the returned catheter was performed and observed that the catheter shaft was kinked at the proximal end of the serpentine balloon at two locations unrelated to the customer's reported complaint. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. In addition, noticed blood residues in the balloons and luer tubings. No other physical damage was observed on the catheter. A functional leak test of the returned catheter was performed. All infusion luers were flushed without resistance, except medial and proximal luers due to blood clogged. During distal luer flushing, a leak was observed from the kinked part of the shaft where the proximal end of the serpentine balloon was attached. The catheter was connected to a pressurized inflation device during the functional pressure leak test. Upon pressuring the catheter up to 100psi, a pinhole leak was observed in the middle of the serpentine balloon, thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for solex 7 catheter with lot #169099.

Event description:
On (B)(6) 2022, an ivtm therapy was initiated for a neuro patient for fever control. A solex 7 catheter (lot #unknown) was placed into the patient's left internal jugular vein. An arterial catheter was placed in the patient's right radial artery, and an arterial sheath was placed in the right femoral vein. On (B)(6) 2022, the nurse noted that the 500ml saline bag was running low. The nurse did not observe any saline leak from the catheter, and there was no saline on the floor or the bed. The customer suspected saline infusion into the patient, and the decision was made to replace the solex 7 catheter with another solex 7 catheter. The second solex 7 catheter (lot #169099) was placed into the patient's right internal jugular vein, and the saline bag was replaced to continue the ivtm therapy. On (B)(6) 2022, during the normothermia maintenance phase, the nurse observed decreasing volume of saline from the 500 ml saline bag. The nurse noted the decreasing saline volume before the thermogard xp ivtm system generated an alarm. The customer suspected a catheter leak and approximately a total of 400 to 450 ml of saline infusion into the patient. The ivtm therapy was stopped because the patient no longer required fever management. The customer has disposed of the solex catheter (lot #unknown). There was no device malfunction reported on the thermogard system. No consequences or impacts on the patient. Please see the following related MFR report: MFR 3010617000-2022-00561 for the solex 7 catheter (lot #unknown).